Event description:
The physicians attempted arteriotomy closure with a prostar xl 8 fr. Device after ptca. Closure was achieved with the device and conjunctive compression. Hemostasis was achieved. Circulation was confirmed in the dorsalis pedis artery one hour later. At 2.5 hours the pt's foot felt cold. The dressing was removed and the site was observed. At 4.5 hours the situation remained the same and the physicians determined to take the pt to surgery. Right femoral angioplasty was performed by a vascular surgeon and thrombus was detected as occluding the vessel and was removed. The thrombus was located 20 cm from the peripheral side of the puncture site. The prostar suture remained intact and was not removed. The pt recovered without further incident and was discharged 9 days later. The vascular surgeon noted that the arterial anatomy was thin and the vessel was unusually narrow. The occlusion was determined to have been caused by additional narrowing with the prostar device along with conjunctive compression causing the formation of thrombus.